Manufacturer narrative:
Initial.

Event description:
It was reported that after a normal breakfast, the patient experienced a low glucose event about an hour later despite no exertion; the lowest cgm reading was 55 mg/dl on fsl3+, and the patient treated with oral glucose (juice, approximately 15 g), with the low lasting about 30 minutes. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included an unexpected medical intervention, as medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and insufficient information regarding a device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.